Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had low blood glucose levels of 35 mg/dl and was unresponsive. The patient's husband called the paramedics. When they arrived they treated the patient with intravenous therapy with fluids. They also gave the patient something to eat.